Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent migrated. The target lesion was located in the 95% stenosed, severely calcified and 2 cm in length aortic lesion. The lesion was predilated with a 7x20 mustang balloon. A 10x40x75 epic vascular stent was advanced to the lesion and placed in the stenosis, however the stent migrated to the side of the lesion. Another 8x17 mm non-bsc stent was implanted to complete the procedure. There were no further patient complications reported.